Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and bent cannulas. The customer's blood glucose level at the time of event was 490 mg/dl. The customer did not have time to troubleshoot and stated they would call back. Nothing was replaced or returned for analysis.